Event description:
An analysis was performed on the returned tablet and the reported allegation was not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specification. The analysis showed that 83% of the full capacity of the battery was observed after > 1hour testing in the lab.

Event description:
It was reported that a battery for a medical professional's motion tablet does not hold charge. It was reported by a nurse that the tablet battery seemed to be used for longer time when the tablet was received the first time. A replacement tablet was sent to the medical professional. The suspected motion tablet was returned to the manufacturer on 01/25/2016. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed that the motion tablet passed all functional tests prior to distribution.